Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location. Technical service representative (tsr) had the hp check the unused lines, line connections, and bags. The hp stated there was a little fluid beneath the final bag. Per hp, the other bags were dry and they did not see any pinholes or source of a leak in the bag. Rts assisted with ending therapy. The hp would complete the therapy with an ultrabag. Proper procedure the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.